Event description:
A patient service representative (psr) contacted zoll customer support before fitting a pt to report that the monitor would not recognize the electrodes. The pt was fit with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not recognize electrodes) has been confirmed. Upon evaluation, the r781 resistor was open. The cause of the inability to recognize the therapy electrodes is a lack of driven ground signal. The cause of the lack of driven ground signal is the open r781. The root cause of the open r781 cannot be positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.